Event description:
It was reported that the 9600+ system c-arm is showing collimator iris pot error and a temp sensor error. There was no report of patient injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filled when additional details become available.